Manufacturer narrative:
The transseptal needle, ep003994s was returned and analyzed. External visual inspection of the needle showed it was intact with no apparent issues. However, it is plausible that skiving occurred as there is a compatibility issue with the needle and a competitor sheath. The cause of the issue was not established. If information is provided in the future, a supplemental report will be issued.

Event description:
The needle was susceptible to skiving per the original equipment manufacturer's investigation.